Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial #: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8596sc, serial #: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 01-nov-2020, UDI #: (B)(4). Product ID: 8596sc, serial/lot #: (B)(4), ubd: 15-nov-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving unknown medication (dose and concentration unknown) via an implantable pump. The indication for use was non-malignant pain and post laminectomy pain. It was reported the patient had a disabling headache consistent with that of a lumbar puncture; therefore, an epidural blood patch was to be performed. The event date was noted as (B)(6) 2019. Medical or non-surgical therapy was performed on (B)(6) 2019. It was indicated the event was related to the implant procedure. The patient's weight was noted as (B)(6). The issue resolved without sequelae on (B)(6) 2019.